Manufacturer narrative:
One unpackaged ar-5100-08 graftbolt was received for evaluation. Visual inspection noted that the graftbolt sheath was damaged and cracked. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Refer to investigation photos. Complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via email that an ar-5100-08 graftbolt anchor broke during insertion. All the fragments were removed, and the case was completed using another r-5100-08 graftbolt. This was discovered during a reconstruction of anterior and posterior fork ligament procedure on (B)(6) 2023. Additional information received on 11/24/2023: the case was delayed twenty minutes, but no additional anesthesia was administered. The patient suffered no negative effects on or after the surgery.